Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lawsuit alleged that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: enduring or having to endure painful medical procedures to implant the lead; enduring or having to endure painful medical procedures to explant the lead; enduring painful medical procedures to implant new leads that are free of defects; personal injury, including adverse effects of the diseases which necessitated the implant of the lead in the first place; emotional distress, including mental distress, anger, depression and anxiety; the risk of death or other serious injuries; costs associated with replacing the lead; costs associated with monitoring the lead; out-of-pocket expenses incurred by the patient or for their benefit; and, loss of income. The lead was noted to have been replaced. No further patient complications have been reported as a result of this event.